Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: na. It was reported that a nurse in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. When the device was removed, it was noticed that one end of the vessel locator wing was detached from the distal ring. The starclose clip achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.